Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The break in aseptic technique was further described as poor environmental conditions while the patient was travelling and hunting. On the same day as the onset, the patient was hospitalized for the peritonitis and was in a high dependency unit. Treatment rendered for the event and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.